Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system failed the first run installation of spine after the computer had been replaced. The manufacturer representative did not have the spine software to reinstall. There was no patient present when this issue was identified. A manufacturer representative reported that they were attempting to re-run the tools disc. It appeared the first run was working but technical services (ts) was unable to confirm. The representative provided an update that the software uninstall and reinstall resolved the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the initial complaint was a known software anomaly. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.